Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7bylr. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose above 250 mg/dl after more than 48 hours of pod wear on the arm. During the event, the patient received a low-insulin alert on the omnipod system and noted the smell of insulin, suggesting an insulin leak. Upon pod removal, the cannula was observed to be bent and the skin at the infusion site was red. The patient stated that she moved up her routine medical evaluation due to concerns about recent pod issues; however, no medical intervention was reported on the date of the event.